Event description:
Pt was seated in multiposition wheelchair with sling behind her. Nurse attached the pt with this sling to the ceiling lift. Pt was lifted vertically, guided horizontally and positioned above the toilet. From a slightly inclined (lying) position she was moved in a seating position and lowered onto the toilet. Afterwards, the pt was again positioned slightly inclined (lying position). The pt was able to go to the toilet either slightly suspended in the lift or seated. The pt was lifted a bit from the toilet and afterwards horizontally transferred in the direction of the bed. At that time, the right clip of the leg sling detached from the ceiling lift, resulting in the pt dropping out of the sling. The pt was injured at the head and reported some shoulder ache. (B)(4).